Event description:
The customer reported via phone call that they had a no delivery alarm during their basal rates. Troubleshooting was not possible because the alarm was already resolved. Customer also reported their drive support cap was sticking gout. Customer did not recall pressing on the cap while connected. Customer's blood glucose was 25.9 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.